Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter's balloon burst within 24 hours of use. The complainant reportedly inflated the balloon with 15-20cc of tap water. There was no impact to the patient and no pieces of the balloon were observed to be missing.

Event description:
It was reported that the foley catheter's balloon burst within 24 hours of use. The complainant reportedly inflated the balloon with 15-20cc of tap water. There was no impact to the patient and no pieces of the balloon were observed to be missing.

Manufacturer narrative:
The reported event was confirmed, but the cause is unknown. A lubricath foley catheter was returned with its balloon burst. A potential root cause of the reported event could be exposure to petrolatum-based lubricant or other degrading materials due to which the latex was damaged, resulting in balloon burst. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Recommended inflation capacities. 3cc balloon: use 5ml sterile water, 5cc balloon: use 10ml sterile water, 15cc balloon: use 20ml sterile water, 20cc balloon: use 25ml sterile water, 30cc balloon: use 35ml sterile water, 40cc balloon: use 45ml sterile water, 75cc balloon: use 80ml sterile water, do not exceed recommended capacities."